Event description:
A customer reported to beckman coulter, inc. (Bec) that the glucose and creatinine cups on the synchron cx9 alx clinical system were overflowing. The leak was contained within the instrument. Bec customer technical support recommended the customer to wear personal protective equipment when troubleshooting. There was no report of injury or exposure, and the customer did not seek medical attention. Msds was not reviewed, but the facility has an exposure control plan. No erroneous patient results were generated. The customer identified a crack in line 14. The customer removed and replaced tubing on line 14 which drains the creatinine and glucose cups from the c-cam manifold to the peri-pump tubing. Service was not dispatched for this event.

Manufacturer narrative:
Evaluation: the customer identified the cause and resolved the issue. (B)(4). The customer resolved the issue.